Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with redness at the incision site and not feeling well. The patient was started on oral antibiotics. The patient was later seen and the incision had opened. The erythema had healed and blood and wound cultures were negative. The erythema returned and the antibiotic was changed. It was further reported there was erosion of the device pocket. The patient was then hospitalized and the implantable pulse generator (ipg) system was explanted and replaced on the contralateral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that approximately six weeks post implant of the device, the patient observed pus, redness and swelling at the incision site and also reported shortness of breath. The patient was also treated with intravenous antibiotics. Blood culture results were negative and wound swab noted normal skin flora.